Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the facility for an unknown reason and was tested on the hcg combo cassette. A line initially appeared on the test cassette, but then disappeared. The patient was discharged, so there was no serum testing performed, but formal urine hcg was tested in lab and produced a negative result. Troubleshooting was conducted with the customer.

Manufacturer narrative:
The case details were reviewed along with the complaint history on this control lot for the reported issue and no systemic issue was identified. Retention devices for the reported lot were tested with clinical negative urine samples. All devices yielded expected negative results at 3 and 4 minutes. Batch record review found no relevant non-conformances; the lots met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.